Event description:
Caller reported experiencing cartridge alarm 20, but there was no adverse impact to the customer's blood glucose level. Cartridge alarms occurred with consecutive cartridges, leading cts to decide on a replacement pump. The customer was informed they would receive a pump with updated software, as their current pump was outdated. The caller planned to use mdi as a backup therapy and was provided instructions on storage mode and return procedures for the defective pump. Cts confirmed the shipping details and dispatched a replacement pump without requiring a signature on delivery.